Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving high blood glucose readings from their freestyle meter several days prior to the medical event. On the day the incident occurred, she took a reading (cannot recall result) and took her usual insulin dose, at noon she started experiencing symptoms of hypoglycemia and called paramedics for assistance. The paramedics obtained a reading of 29 mg/dl with their meter. Customer was treated with glucose gel and a soda drink. An investigation into the details of this event is in process.